Manufacturer narrative:
H6: investigation: no samples (including photos) were returned as of 23 july 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review for shield does not detach as intended and needle hub separates due to unknown lot numbers. H3 other text : see h10.

Event description:
It was reported that 16 syringes 0.3ml 31ga 6mm whole unit 10bag experienced hub separation from the device during use. 6 of the defective products have the material # 324909, and while it is believed the other 10 are believed to have the same material # it ha snot been confirmed. The following information was provided by the initial reporter: material no:324909, unknown batch no: unknown (reported 93433127-not valid), unknown. Parent of consumer reported difficulty removing the needle shields from insulin syringes in current box. Stated when she does remove the needle shields the needle hub separates and gets stuck in the cap. Stated these issues happened with 6 syringes total from this box. Stated consumer also had a previous box with 10 insulin syringes that had the same issues. Discarded previous product box, unable to provide any information on it. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 16 syringes 0.3ml 31ga 6mm wholeunit 10bag experienced hub separation from the device during use. 6 of the defective products have the material # 324909, and while it is believed the other 10 are believed to have the same material # it ha snot been confirmed. The following information was provided by the initial reporter: material no:324909, unknown batch no: unknown (reported 93433127-not valid), unknown. Parent of consumer reported difficulty removing the needle shields from insulin. Syringes in current box. Stated when she does remove the needle shields the needle hub separates and gets stuck in the cap. Stated these issues happened with 6 syringes total from this box. Stated consumer also had a previous box with 10 insulin syringes that had the same issues. Discarded previous product box, unable to provide any information on it. Date of event: unknown.

Event description:
It was reported that 16 syringes 0.3ml 31ga 6mm wholeunit 10bag experienced hub separation from the device during use. 6 of the defective products have the material # 324909, and while it is believed the other 10 are believed to have the same material # it ha snot been confirmed. The following information was provided by the initial reporter: material no: 324909, unknown batch no: unknown (reported 93433127-not valid), unknown. Non-valid lot# was found to be 9343312. Parent of consumer reported difficulty removing the needle shields from insulin syringes in current box. Stated when she does remove the needle shields the needle hub separates and gets stuck in the cap. Stated these issues happened with 6 syringes total from this box. Stated consumer also had a previous box with 10 insulin syringes that had the same issues. Discarded previous product box, unable to provide any information on it. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: unknown; d.4. Medical device expiration date: unknown ; h.4. Device manufacture date: unknown; d.4. Medical device lot #: 9343312; d.4. Medical device expiration date: 12/9/2019; h.4. Device manufacture date: 12/31/2024; d.10. Device available for eval?: yes; d.10. Returned to manufacturer on: 7/29/2020. B.5. Describe event or problem: it was reported that 16 syringes 0.3ml 31ga 6mm wholeunit 10bag experienced hub separation from the device during use. 6 of the defective products have the material # 324909, and while it is believed the other 10 are believed to have the same material # it has not been confirmed. The following information was provided by the initial reporter: material no:324909, unknown batch no: unknown (reported 93433127- not valid), unknown. Non-valid lot# was found to be 9343312. Parent of consumer reported difficulty removing the needle shields from insulin syringes in current box. Stated when she does remove the needle shields the needle hub separates and gets stuck in the cap. Stated these issues happened with 6 syringes total from this box. Stated consumer also had a previous box with 10 insulin syringes that had the same issues. Discarded previous product box, unable to provide any information on it. Date of event: unknown. H.6. Investigation: customer returned (7) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 9343312. Customer states that the syringes had shields that were difficult to remove and once removed the needle hub separated and was stuck in the cap. All returned syringes were examined and 6 out of 7 samples were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9343312 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (samples from lot # 9343312). - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (unknown lot #). Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined.